Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer stated she ate an orange and carbs for low blood glucose. Customer¿s blood glucose level was 35 mg/dl at time of incident. Customer¿s current blood glucose level was 60 mg/dl and at end of the call the blood glucose level was 75 mg/dl. The customer was assisted with troubleshoot. The customer stated that they had experienced low blood glucose. The drive support cap appears normal (slightly indented). . Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer also stated that transmitter was not connecting to pump. The product was not returned for analysis.